Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced congestive heart failure symptoms. The implantable pulse generator (ipg) exhibited cardiac compass invalid data and oversensing. The right atrial (ra) lead exhibited oversensing leading to the incorrect recording of atrial high rate episodes. The lead and ipg remain in use. No further patient complications have been reported as a result of this event.